Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking coming from the pigtail. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. A product evaluation is not possible as the investigation was halted due to discovered infestation.